Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not secure properly. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 08/11/2008. Information anticipated, but unavailable at this time.